Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5106606. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient had initially reported on (B)(6) 2021 that the sensor was giving erroneous cgm readings, higher than her bg. She called the next day, (B)(6) 2021, and reported that she had intended to remove the sensor after her call with dexcom technical support on (B)(6) 2021 but forgot and left it on. The sensor continued giving inaccurate high readings and because she was using control iq on her tandem pump, the pump kept delivering insulin. The cgm was reading 115 mg/dl. She suddenly became sick and lost consciousness, and a visiting friend called emergency medical services (ems). The patient was in and out of consciousness, incoherent, sweating profusely, and vomiting. When she regained consciousness, she knew that she was hypoglycemic but was unable to move, or to speak to tell the paramedics to remove the sensor and stop the pump. She stated that she felt her bg had to have been below 20 mg/dl for her to lose conscious. She was vomiting when the paramedics arrived, so they were unable to give her food or drinks to raise her bg level. They put three packs of oral glucose in her mouth. Her bg after that was 66 mg/dl. Due to the loss of consciousness she does not know how long it took them to get her bg up to that level. She was taken to the hospital and was still vomiting in the ambulance. At the emergency room (ER), they continued to give more oral glucose gel; she does not know how much was given. Her glucose kept rising. When she became more alert in the ER, she removed the sensor and turned off the insulin pump. An IV was inserted in case she needed IV glucose, but none was given. She was evaluated for other possible issues with electrocardiogram (EKG), blood work and urinalysis, and all other issues were ruled out. The doctor felt the issue was due to a rapid change in her bg. After three to four hours her bg stabilized in the 90s mg/dl. She went home at around 3:00 am and left the pump off all night. In the morning her bg was still in the 90s mg/dl, so she knows the pump had given a lot of insulin. At the time of contact on (B)(6) 2021, the pump and g6 app on her phone were reading 338 mg/dl with a new sensor but her bg was 238 mg/dl. During troubleshooting with technical support, she realized that her bg meter test strips were expired. She got a new box, retested, and calibrated; after that the cgm value was 250 mg/dl, and her fingerstick bg was 242 mg/dl. She stated that after the event she had turned the pump control iq off for approximate six weeks due to anxiety as she preferred to let her bg go high than risk another similar serious episode. At the time of follow-up on (B)(6) 2022 she stated that she had recently turned control iq back on and was checking her fingerstick bg at least twice a day to confirm her glucose levels. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specification. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the d zone of the parkes error grid.